Event description:
It was reported there was an issue with the patient programmer. The patient was not able to make adjustment with antenna attached. They were getting the poor communication screen. The patient got a replacement antenna but this did not resolve the issue. In later reporting, it was noted that therapy does help take the edge off of their pain. A replacement patient programmer had resolved problems they were having with previous programmer. It was noted that ins turned on and pt felt "jolt" when going through theft detector following some type of environmental exposure. There was exposure to a theft detector or security gate at (B)(4). The device was not turned on during exposure. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID 3778-45, serial # (B)(4), implanted: (B)(6) 2009, product ID 3778-45, serial # (B)(4), implanted: (B)(6) 2009, product ID 377775, lot # v004860, implanted: (B)(6) 2006; product ID 377775, lot # v004860, implanted: (B)(6) 2006; product ID 37752, serial # (B)(4), implanted: (B)(6) 2006; product ID 37743, serial # (B)(4); product ID 37742, serial # (B)(4), implanted: (B)(6) 2006; product ID 3708140, serial # (B)(4), implanted: (B)(6) 2007; product ID 3708140, serial # (B)(4), implanted: (B)(6) 2007; neurostimulator model # 37713, serial # (B)(4), implanted (B)(6) 2009.

Manufacturer narrative:
Final analysis of programmer model # 37743 lot # nke126027n showed antenna jack, cracked solder joint. Resoldered pin 2 of the antenna jack. Face plate scratched. Replaced scratched face plate.